Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during an implanted procedure that the physician advised that this subcutaneous implantable cardioverter defibrillator (s-ICD) device could not convert arrythmia, and once conversion was completed, shock impedance was 1 ohms, indicative of insulation damage to the electrode. The procedure was completed, and the patient will follow up in the near future. New information was received indicating that this sicd device was surgically explanted 2 days after implanting, due to damage from the induced shock conversion during the original implanting set up procedure, resulting in a shock impedance of 1 ohms. A new device was successfully implanted. Besides surgical intervention, no adverse patient effects were reported.